Event description:
Customer reported receiving an error alarm on the insulin pump and stated that they are unable to turn the beeping off. Customer stated that the time was not advancing on the screen and it seemed to be frozen. Customer mentioned that the buttons on the insulin pump were also unresponsive. Customer's blood glucose reading at the time of the call was 236 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump passed the self test and no frozen display or error alarm was noted. All of the buttons functioned properly and no unlocked keypad connector or damage to the keypad assembly was noted during the visual inspection. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.